Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing thresholds. There was loss of capture and asystole greater than 2 seconds. The patient lost consciousness. An invasive procedure was performed to explant the rv lead. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the right ventricular (rv) lead had dislodged. No additional adverse patient effects were reported.